Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the clogged pipeline and traces of flooding on the primary pressure reducer, manifold unit, and solenoid valve could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. There was no air insufflation due to dirty and clogged pipeline. There was immersion inside the regulator unit (ru647900), manifold unit (ru119500) and the electropneumatic proportional valve (gt552000). The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was no air output from the high flow insufflation unit during preparation for use for a laparoscopic procedure. There was no delay in the procedure and the patient was not under sedation. The procedure was competed with a similar device. There were no reports of patient harm associated with the event.